Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's personal profile settings were incorrect. Reportedly, the customer's correct factor for the 12 am time setting was 1:4, while all other time settings were 1:40. There was no reported impact to the customer's blood glucose level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.